Event description:
Endocuff detached from the colonoscope. No indication at the start of the case that there was anything wrong with the cuff. When attached to the scope, it slid off scope tip during scope withdrawal. Removed from patient using a roth net (retrival net) - no harm to the patient.